Event description:
Customer reported the antibiotic (flagyl) on the secondary tubing set was to infuse over tone hour infused too rapidly. It is not known if the antibiotic infused into the pt. It is not known if backed up into the primary tubing. The drip chamber on the primary tubing did not fill up to the top. The nurse was able to stop the infusion before the bag was empty. The pump was programmed correctly and the primary fluids were hanging well below the secondary. There was no report of pt harm or medical intervention. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included in sections a and b. This report was filed by the MFR. The sets have been received and the eval is pending. A follow up report will be submitted once the eval is completed.